Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the issue (distal cover detachment from scope) was likely caused by the following: 1. The distal cover was insufficiently attached to the device. 2. During the procedure, the cover endured stress such as contact with bite block, and/or a frictional load by twisting/pushing/pulling in the patient¿s body. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 (detection method). Operation manual chapter 3 - 3.5 (preventative measures). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the single use distal cover came off of the evis exera iii duodenovideoscope and was found in the intubated patient¿s mouth after the procedure during routine oral care. The cover was removed from the mouth by hand. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp) and the patient was treated for retained common bile duct (cbd) stone. There were no procedural difficulties or anatomical challenges that contributed to the cap falling off. The procedure was completed with the same scope and there were no procedural delays. The cap was inspected prior to use with no abnormalities noted. There was no patient harm reported. Related patient identifier (B)(6) - single use distal cover (maj-2315 sn: unknown).